Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been drinking heavily and was in a slow ventricular tachycardia (vt) and had received shocks and was not aware of them occurring. The patient was cardioverted in the emergency room (ER) due to a vt slower than the cutoff rate of 125 beats per minute. During one of the vt episodes, the anti-tachycardia pacing (atp) caused the rhythm morphology to change, resulting in t-wave oversensing, which resolved without therapy given. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.